Manufacturer narrative:
Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA # (B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that a 2900j aortic pericardial valve, implanted unknown duration, was explanted due to unknown reason. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with a 11500aj valve. The device was not returned for evaluation as it was discarded at the hospital. The patient is a forty-three (43) year old female. Detailed information such as model, serial number, replaced model, implant duration, the patient information, the patient status, indication for explant, or if this explant was device related was unavailable.